Event description:
Pt with medtronic permanent pacemaker placed on 4/9/1992, with accute synapal episode. Irregular pacer rhythm with long pulses. Battery generator functioning normally. Presumably due to faulty lead. Pt transferred for follow up, lead replacement, etc.